Event description:
A customer reported experiencing multiple occlusion alarms over the past week. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. The customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses. No issues were identified with the pump. Reportedly, the customer doesn't cycle the cartridge during the load sequence which is considered off label pump use.